Manufacturer narrative:
The customer¿s allegation of video connector of having poor connection could be confirmed. The device evaluation found horizontal lines that were caused by poor contact of the video connector socket. Although the customer¿s allegation was confirmed, the connector appeared to still be able to be connected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the failure was caused by a failure of the video connector socket, which may have been caused by an unknown failure of due to handling. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions of installation and connection] never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor the field performance of this device.

Event description:
The customer¿s allegation of video connector of having poor connection could be confirmed. The device evaluation found horizontal lines that were caused by poor contact of the video connector socket. Although the customer¿s allegation was confirmed, the connector appeared to still be able to be connected.